Event description:
The patient was experiencing a loss of effect; increased tightness and spasticity. A side access port aspiration was attempted and they were unable to aspirate; the catheter was blocked. The catheter was revised. Following the revision, another side access port aspiration was done and bloody csf came back and then it dried up and nothing came back. Patient was still experiencing a loss of effect; the revision did not seem to work. It was noted that the revision was difficult; the surgeon was unable to get clear csf back at any time. The device system was used to deliver compounded baclofen (5000 mcg/ml, 30 mcg/day). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).